Event description:
The facility's biomedical engineering reported an infusion pump that failed during pt use. The pt returned to the intensive care unit (ICU) from the operating room (or) after CABG(coronary archery bypass graph) surgery. The pump was infusing neosynephrine and other unspecified medications. The pt was having problems with heart arrhythmia and svt (sinus ventricular tachycardia). The clinical staff was getting ready to perform cardioversion, hen the pump turned off. As a result, the pt's blood pressure dropped. The clinical staff reprogrammed the pump and remove the tubing, put the tubing into another pump, and gave the pt bolus of neosynephrine and IV fluids to bring the pt's blood pressure back up. The pt's bolld pressure came back up and the cardioversion was performed. The cardioversion was successful and the pt recivered.